Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. This lead was reported as included in the field action noted and returned product investigation found the lead performed as described in the field action. The initial reported event of lead fracture and patient symptoms was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alarm and was evaluated. The right ventricular lead impedance was found to be out of range and it was suspected to have fractured. The lead was removed and replaced. It was further reported that a lawsuit alleges: patient suffered physical and other injury as a result of the recalled lead and defendants' conduct. As a direct and proximate result of defendants' wrongful conduct, patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. As a direct and proximate result of the defendants' conduct, patient has suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective lead removed or replaced.